Event description:
A malfunction alarm was reported on the pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they understood and acknowledged.